Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implantable cardiac monitor could not be interrogated. The device remained implanted and the patient's condition was good. No additional information was available.